Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss could not be confirmed as the returned plunger indicated a successful suture deployment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The returned condition is not consistent with the reported needle to cuff miss. A conclusive cause for the reported needle to cuff miss cannot be determined as the returned plunger indicated a successful suture deployment. It may be possible the new prostyle device used to achieve hemostasis was inadvertently returned. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: type of investigation code 4115 removed. D9 correction: device available for evaluation changed to yes

Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information reviewed, the reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a prostyle device after an interventional procedure with a small-bore sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.